Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: customer states that she has tested 5 patients and they all read 1.3 on the inratio meter (B)(4). When patients were tested on her other two inratio meters, the values were in the 2.6 range.